Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event day is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change of therapy. The patient had experienced some improvement however it had been intermittent. She had a couple of falls on her back since the implant and that they did go see the surgeon about it last week and were told that everything looked fine. The healthcare professional (hcp) had not instructed the patient to keep a voiding diary. At the hcp appointment last week they were directed to call to learn how to switch programs. Troubleshooting could not be performed due to lack of access to the product. It was also noted that there was uncomfortable stimulation and pain. The pain was in the left hip on the same side as the implantable neurostimulator (ins). It was noted that the patient was very thin and the hcp recommended that the patient gain some weight to add padding to that area as the ins was implanted as deep as it could. The pain and intermittent symptom control started in (B)(6) 2016. Additional information was received from a consumer (friend/family member) regarding the patient on (B)(6) 2018. The caller reported that the patient was at 2.7v and had been at that level since it was put in, up until recently when they raised it because the patient wasn¿t feeling it. The caller stated there was some fecal incontinence, so they raised it one tenth and went up to 3.0v and the patient said there was discomfort between the tailbone and the implant, so they were backing down to 2.7v now. The caller stated that the uncomfortable stimulation when raising to 3.0v started happening "within the last week. The caller reported that the fecal incontinence started happening "within the last week to two weeks". The caller noted that the patient has a brain injury and has had falls daily but isn¿t sure exactly when these falls started, but says they definitely have been happening since shortly after the implant in 2016. The caller stated that the patient¿s brain injury is the reason for these falls and "also the klonopin that she takes contributes to it". The patient¿s healthcare provider (hcp) is "tweaking the klonopin that she takes because the klonopin seems to be contributing to her falls. The caller also noted that the patient is having "dementia and parkinson's problems, so she has problems feeling things and communicating things, so it¿s hard to tell if she feels a fluttering, or pain, or what she feels". The caller stated that these symptoms started in 2011 but says she has had more of a cognitive decline within the last couple years. The caller confirmed that stim was on. The caller used the patient programmer (pp) to synchronize with patient¿s device, and reported that the patient is on program 1 at 2.7v. Patient services (ps) advised that since this program isn¿t helping and they can¿t raise it anymore to move to another program, ps helped them move to program 2 and the patient felt stimulation at 0.5v. No further complications were anticipated/reported.

Manufacturer narrative:
Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the first program wasn't working for the patient and they had called in about it a year ago and they changed to program 2. The caller stated within the last month the patient had been having more trouble as far as the therapy helping bowel symptoms. The caller stated the patient tried increasing and went back down because it felt like it was pinching, they were at 0.8 and went down to 0.7v. Currently the patient was at 1.0v and noted sometimes they couldn't feel stimulation. It was reported that part of the problem was that they couldn't feel, and the caller wasn't sure if their medications caused the patient not to feel when they had to go and not able to get there. It was noted the patient was taking geodon and sinemet. The caller stated they were going to follow up with the healthcare provider. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated that because of an unrelated medical issue, the patient does not always remember things. And that the met with the implant doctor and a mdt rep who changed and added programs and assessed the effectiveness of the new settings . It was also stated that the patient symptoms had dissipated.